Event description:
Patient death with medtronic activa deep brain stimulator implanted. This is a very complicated (B)(6) male with dbs in place. Recent history includes gi issues including mucousy stools, bloating, and vomiting. He was positive for c. Diff in (B)(6) 2016. He was admitted to outside hospital (B)(6) 2016 with aspiration pneumonia, vomiting, and fever. Discharged on (B)(6) 2016. Experienced chronic pain. Weight loss documented (B)(6) 2016, 5 lbs. Dbs generator battery alarming (B)(6) 2016, attempting to schedule battery replacement surgery. Vomiting and low grade fever again (B)(6) 2016. Readmitted (B)(6) 2016 to outside hospital with concerns about gall bladder. Dbs generator battery replacement surgery on hold. On (B)(6) 2016, vomiting continues, ruled out gall bladder issues, diagnosed with pneumonia. He was also diagnosed with a bowel obstruction, had g-tube removed and replaced with j-tube on (B)(6) 2016. Discharged (B)(6) 2016. Readmitted to an outside hospital (B)(6) 2016 for vomiting. Dbs battery replacement remains on hold. On (B)(6) 2016 outside facility began to discuss hospice and comfort care. Family not ready according to note. By (B)(6) 2016 reports state that he is having seizures again and muscle contractions are worsening. On (B)(6) 2016 documentation states he now weighs (B)(6) (down from (B)(6) previously). Update from dad on (B)(6) 2016 stating he is receiving hospice now. He is at home. Dad states his bowels have failed and he has lost 20 lbs. Dad cancelled all follow-up appointments. Dad reports they can't travel anymore with him. No documentation of notification of death on (B)(6) 2016. The information was discovered on a report run automatically each monday.